Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: correct impella catheter position ¿catheter angled toward the left ventricular apex away from the heart wall and not curled up or blocking the mitral valve¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
It was reported that a patient was transferred from an outside hospital on veno-arterial extracorporeal membrane oxygenation (va-ECMO) and intra-aortic balloon pump (iabp). The patient was urgently escalated from the iabp to an impella 5.5 due to decompensation. An echocardiogram was performed yesterday evening, showing the impella at 5.14 centimeters (cm) below the aortic valve annulus, directed on/near the mitral valve leaflets. The pump continued to have good waveforms and flows at p6, with lactate dehydrogenase (ldh) down trending from 5000 yesterday to 3000 today. The physician elected to leave the pump in position while weaning va-ECMO, believing the impella will naturally go towards the mid left ventricle (lv). Creatinine was rising and was planning to start continuous renal replacement therapy (crrt). The following day, the patient was started on crrt. Ldh continued to downtrend. Two days later, the patient continued on crrt with ldh down trending and stable at 409. The nurse later called in for suction and discussed reasons for suction. Central venous pressure (cvp) was 12 and they are getting a formal echocardiogram. Overnight suction was reported when attempting to go down to p4. The pump was showing towards the mitral valve with anterior leaflet abutting cannula. The next day, the nurse stated they were getting a cardiac output (co) of 13.1 and the impella would not allow her to enter that co. Continual renal replacement was working to be discontinued. The following day the patient required emergent care and was and reintubation overnight due to hypoxia and aspiration. The patient received two bronchoscopies to clear pulmonary secretions. The aspiration event continued the next day and the patient was reintubated. Daily ventilator trials were continued and ldh was down trending to the 460s. Low cvp and negatively trending diastolic pressure of the left ventricle was noted the following day. No alarms were noted but discussed volume with the nurse. The next day, the overnight team increased the p-level to p7 and pressures increased and there was good flow on the impella. Three days later, the patient was worked up for a left ventricular assistance device (lvad) as they were not a candidate for a heart transplant given renal failure. Also concerned for multi-organ dysfunction going into lvad. The patient continued on continuous veno-venous hemofiltration. The next day the patient remained on crrt. Left ventricle diastolic trending continued negatively and discussed preloads needed. Two days later, the patient remained on high flow oxygen and appeared short of breath. The patient continued on fluid removal with cvvh with no reported suction alarms. They continued to monitor fluid balance. Arterial blood gas was within normal limits with anemia. The patient had lower hemoglobin and platelets and will receive one unit of packed red blood cells (prbcs). The next day the patient was reintubated for decreased saturation and shortness of breath, the patient was no longer being considered for a transplant so it is more likely that the patient may receive blood products as necessary. Currently, the impella was running at p8 with high rate cvvh. The patient continued to have increased pulmonary hypertension requiring nitric support. Ldh was trending up. The last echocardiogram showed the pump in stable position. A computed tomography scan showed pneumonia. The customer contacted the emergency call center regarding an air in purge alarm. The support staff walked the nurse through a purge cassette change, resolving the air in purge alarm. A mitral clip was completed and the patient continued on dialysis. A few days later, the patient was aspirated and required re-intubation. There was a small bump in lactate noted and a drop in blood pressure requiring a low dose of levophed. Crrt was paused at this time for nephrology to begin looking at hemodialysis. The following day, the patient failed the fifth extubation attempt and will likely to receive a tracheostomy. Two days later, cvp was soft and crrt fluid/hour was reduced to 50 from 100. The next day, a small hematoma was developing at the impella insertion site. Heparin was paused. The next day the parient was returned from the operating room with tracheostomy and percutaneous endoscopic gastrostomy (peg) tube placed, with wash out of the axillary access site. Heparin was still on hold the next day and the nurse had been transfusing the patient so hemoglobin was stable. An infectious work up was pending. Overnight pressures were very low and possibly were attributed to elevated white blood cell count and form of sepsis. Infectious work up was still pending. There were concerns with bleeding and heparin held. A computed tomography scan did not show signs of excessive bleeding and heparin was restarted. A few days later, hemodialysis was started for renal support. Two units of blood were given for bleeding around the hemodialysis catheter site. The nurse called the customer support line with questions on heparin use with bicarbonate purge solution. The patient had oozing from the tracheostomy and dialysis sites. The following day, bleeding continued at the tracheostomy site and systemic heparin was paused due to bleed. The patient ended up receiving a breathing treatment from the respiratory therapist and continued to have bleeding with anticoagulants held. A vent with dialysis was running. Days later, the patient was resting in bed with a tracheostomy collar and received subcutaneous (subq) heparin doses but remained off intravenous anticoagulation. Impella weaning attempts have been unsuccessful and the patient remains on p7 support. The next day, hemodialysis was continued, and subq heparin was stopped due to excessive bleeding from the dialysis site and they were unable to wean the impella. The following day, bleeding at dialysis site continued and the patient was restarted on subq heparin. A slow attempt to wean the impella in the next few days was done. Bleeding at dialysis site resolved the following day. The team was practicing caution and continued subq heparin. The next day, low hemoglobin was noted and slow bleed at dialysis site continued. They are holding systemic and subq heparin. They planned for rehabilitation with the impella 5.5 and probable placement of durable lvad once the patient was physically capable. Anticoagulation was still held due to bleeding problems. The patient had bouts of ectopic runs yesterday due to depleted electrolytes. Echocardiogram was repeated and transduce cvp to continue monitoring for good impella position. The patient was receiving hemodialysis as needed. The next day, ectopy was stopped since electrolyte replacement. Days later, the bedside nurse was concerned about placement signal low alarm. Arterial line waveforms look better than the impella waveforms. An echocardiogram was obtained and the impella was in the mid ventricular space at an appropriate depth. There was concern for the automated impella controller (aic) waveforms as pressure on the aortic placement signal was lower than cuff pressure. The patient was being treated off the blood pressure cuff pressure. Neurology concerns were resolved and the plan was to infuse prbcs due to blood loss from traumatic foley insertion. The nurse called customer support due to intermittent placement signal low alarms. The patient had been very hypotensive. The impella connect was reviewed and likely a patient issue versus a pump movement issue. The nurse had requested an echocardiogram to confirm position and left ventricle function. The patient was weaned off the ventilator and was on a tracheostomy collar now. Over the weekend, the patient reported trouble breathing but was feeling much better. Heparin was stopped as the patient was bleeding again. Subq heparin restarted after previous concerns for tracheostomy bleed the following day.

Manufacturer narrative:
D1. Brand name updated. D4. Catalog updated.

Manufacturer narrative:
The root cause of the arrhythmia and sepsis was unable to be determined due to insufficient clinical details. The cause of the renal failure, respiratory failure, multiple organ dysfunction, anemia, respiratory failure, hypotension, bleeding, and mitral valve incompetence was not determined due to insufficient clinical details. The cause of the suction issue was not determined as the product was not returned for investigation, and sufficient clinical information was not provided. The cause of the improper positioning issue was not determined due to insufficient clinical information. The cause of the access site adverse event issue was not determined as the product was not returned, and sufficient clinical information was not provided. No issues were noted with the optical signal parameters used to calculate the placement signal. The cause of the optical signal issue was most likely related to the patient condition, based on the data log review and the provided clinical details. No problem was found with the pump regarding the air in purge system issue. The air in the purge system was found to be related to the cassette. The device passed all post sterile inspection checks.

Manufacturer narrative:
The root cause of the arrhythmia and sepsis was unable to be determined due to insufficient clinical details. The cause of the organ failure/anemia/hypotension/bleeding/mitral valve incompetence was not determined due to insufficient clinical details. The cause of the suction issue was not determined as the product was not returned for investigation, and sufficient clinical information was not provided. The cause of the improper positioning issue was not determined due to insufficient clinical information. The cause of the hematoma was not determined as the product was not returned, and sufficient clinical information was not provided. The cause of the optical signal issue was most likely related to the patient condition, based on the data log review and the provided clinical details. No problem was found with the pump regarding the air in purge system issue. The air in the purge system was found to be related to the cassette. The device passed all post sterile inspection checks.